Manufacturer narrative:
The last calibration performed on (B)(6) 2022 had no alarms. The calibration signals were lower than expected but this does not appear to affect the performance of the calibration. Quality control recovery was within range. There is no indication of a performance issue with the reagent or instrument. The customer used a centrifugation time of 15 minutes and a speed of 3500 rpm. Based on the type of sample tube the customer used, the centrifugation conditions may be too long and high. Upon review of the alarm trace, "liquid level" detection alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta assay on a cobas e 411 analyzer (rack system). On (B)(6) 2022, the sample initially resulted in an hcg + beta value of 108.8 mui/ml, accompanied by a data flag after a 1:100 dilution. On (B)(6) 2022, the sample was repeated resulting in an hcg + beta value of 61933 mui/ml, accompanied by a data flag after a 1:100 dilution. The repeat result was deemed correct. The sample was also repeated in a reference laboratory with an unknown method, resulting in an hcg + beta value of 57757 mui/ml. The questionable result was reported outside of the laboratory. The hcg + beta reagent lot was 64377001 with an expiration date of 30-sep-2023.